Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log provided evidence to support the customer report. A series of soft resets were observed in the log, but we are unable to establish the source or replicate. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.